Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when inserting an epidural, the needle bent." Multiple attempts to obtain additional information from the complainant have been unsuccessful at the time of this report.